Event description:
It was reported the device was implanted in 2003. The device was revised due to osteolytic cysts in 2006, exact explant date is unknown.

Manufacturer narrative:
Evaluation codes: no product was returned for evaluation. Device history records indicate that the device was manufactured and packaged to specification.